Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has received the suspect device for evaluation. Once the results of investigation become available a follow up report will be submitted.

Event description:
It was reported to vyaire that the 3100 a driver suddenly stopped while connected to a patient. The patient was removed from the device and provided positive pressure ventilation via a bag mask valve. The customer confirmed that there was no patient harm associated with the reported event.